Event description:
It was reported that the urine leaked from a crack in the foley catheter on the 3rd day of use.

Manufacturer narrative:
The reported event was confirmed, and the cause was unknown. One sample was confirmed to exhibit the reported failure. The reported failure is considered out of specification as the reported failure was reproduced. The product was used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley. Visual inspection of the sample noted 1 two-way catheter balloon flushed catheter with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and found a crack on the funnel measuring (0.0215"). A labeling review was not performed because labelling could not have prevented the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. Correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urine leaked from a crack in the foley catheter on the 3rd day of use.